Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient observed a red alert on their latitude home monitor. Technical services (ts) reviewed which noted this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a long charge (lc) time error. Disk analysis was performed which confirmed the lc error was erroneous due to what appeared to be due to memory corruption due to possible radiation. This patient is an oncology patient and noted they had not undergone radiation. The plan was to perform a low energy shock test. Additional information is being requested from the field. No adverse patient effects were reported. Additional information was received that this patient underwent a defibrillation threshold (dft) which was successful. This patient would be discharged with the s-ICD and life vest combination. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient observed a red alert on their latitude home monitor. Technical services (ts) reviewed which noted this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a long charge (lc) time error. Disk analysis was performed which confirmed the lc error was erroneous due to what appeared to be due to memory corruption due to possible radiation. This patient is an oncology patient and noted they had not undergone radiation. The plan was to perform a low energy shock test. Additional information is being requested from the field. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient observed a red alert on their latitude home monitor. Technical services (ts) reviewed which noted this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a long charge (lc) time error. Disk analysis was performed which confirmed the lc error was erroneous due to what appeared to be due to memory corruption due to possible radiation. This patient is an oncology patient and noted they had not undergone radiation. The plan was to perform a low energy shock test. Additional information is being requested from the field. No adverse patient effects were reported. Additional information was received that this patient underwent a defibrillation threshold (dft) which was successful. This patient would be discharged with the s-ICD and life vest combination. No additional adverse patient effects were reported. Additional information was received that this patient's oncologist recommended a magnetic resonance imaging (MRI). Ts discussed MRI information. A change out procedure is planned for next month. This s-ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that this patient observed a red alert on their latitude home monitor. Technical services (ts) reviewed which noted this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a long charge (lc) time error. Disk analysis was performed which confirmed the lc error was erroneous due to what appeared to be due to memory corruption due to possible radiation. This patient is an oncology patient and noted they had not undergone radiation. The plan was to perform a low energy shock test. Additional information is being requested from the field. No adverse patient effects were reported. Additional information was received that this patient underwent a defibrillation threshold (dft) which was successful. This patient would be discharged with the s-ICD and life vest combination. No additional adverse patient effects were reported. Additional information was received that this patient's oncologist recommended a magnetic resonance imaging (MRI). Ts discussed MRI information. A change out procedure is planned for next month. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned and analyzed. A supplemental report will be filed upon completion.

Event description:
It was reported that this patient observed a red alert on their latitude home monitor. Technical services (ts) reviewed which noted this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a long charge (lc) time error. Disk analysis was performed which confirmed the lc error was erroneous due to what appeared to be due to memory corruption due to possible radiation. This patient is an oncology patient and noted they had not undergone radiation. The plan was to perform a low energy shock test. Additional information is being requested from the field. No adverse patient effects were reported. Additional information was received that this patient underwent a defibrillation threshold (dft) which was successful. This patient would be discharged with the s-ICD and life vest combination. No additional adverse patient effects were reported. Additional information was received that this patient's oncologist recommended a magnetic resonance imaging (MRI). Ts discussed MRI information. A change out procedure is planned for next month. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.